Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Nurse reported inform ii results of 28 mg/dl (venous sample),42 mg/dl (venous sample), and 104 mg/dl (capillary sample) within 10 minutes. No adverse event was reported. A request was made for the return of the strips.